Event description:
While monitoring a 72 yr old male pt with chest pains, the device was not reading the EKG. The medics changed the battery, electrodes, and wires, and were able to display lead 1, but not leads 2 and 3. The medics were able to obtain another monitor and there were no adverse effects on the pt.